Manufacturer narrative:
No part of the device was returned for evaluation; therefore, no visual inspection or functional testing could be performed. No imaging was received to assist the investigation. Review of device history record (DHR) could not be completed as the lot number is unknown, therefore the manufacturing records could not be reviewed. Additional information was requested, but the response received was limited to: the physician advised that the tear occurred right between the limbs. The physician explanted the bifurcated piece for sure. It is unknown whether they explanted the fenestrated portion. The rep stated: 'the physician has not answered any further questions.¿ further requests for additional information were made, but no response was received. The complaint information was provided to the medical director in order to provide a clinical assessment, which stated the following: "given the lack of extra information, apart from the answer that ¿stated ¿from what I was told by the physician the tear occurred right between the limbs¿, it seems like the tear occurred in the crutch of the bifurcation". Review of device history record: manufacturing records review could not be completed as the lot number is unknown. Review of specifications: there are a number of processes and checks in place to ensure that loose/damaged graft material/sutures/knots are identified prior to shipment. As the lot number is unknown, the instructions for use (IFU) currently supplied with zfen(us) devices for general information was reviewed. It states: 4. Warnings and precautions: 4.1 general use information: the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure: fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5. Adverse events: potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Based on the available information, a definitive root cause could not be determined from the investigation due to the lack of information received. Possible root cause(s) are: wear/abrasion/biodegradation at interface site between components inadequate material selection procedural/patient factors. Should additional information be received at any time in the future the investigation may be updated, and an additional report may be supplied.

Event description:
Physician reported explanting a zfen graft after patient having endoleak - he found a hole/tear in the bifurcated portion of graft.

Event description:
Physician reported explanting a zfen graft after patient having endoleak - he found a hole/tear in the bifurcated portion of graft.

Manufacturer narrative:
Specific graft product code or lot number not supplied.